Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, a 1.1mm drill bit/stryker j-latch for threaded hole/65mm broke in the patient's bone while the surgeon was drilling for a screw. He had to make an incision to retrieve the broken bit. Five (5) unanticipated x-rays were taken. This caused a twenty (20) minute surgical delay in the case. Procedure was completed successfully. Concomitant devices reported: competitor's drill (part number unknown, lot number unknown, quantity unknown) this report is for one (1) 1.1mm drill bit/stryker j-latch for threaded hole/65mm this is report 1 of 1 for com-(B)(4).